Event description:
Reportedly, the device was explanted at implant due to mitral regurgitation caused by suture looping the device. Per the customer, a valve was implanted on (B)(6) 2010. After implant, mitral regurgitation was observed during weaning of heart-lung machine. It turned out that it was caused by suture loop jamming. The device was explanted and a sjm 27mm valve was implanted as a replacement. Patient was recovered as of (B)(6), 2010. Customer commented that this explant was unexpected, but not device related. It was a technical issue, as tricentric holder was not placed.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, the surgeon did not use the tricentrix holder to implant this device. Our sales rep has met with the surgeon for retraining.

Manufacturer narrative:
No patient or surgeon information has been provided. No serial number from the device was recorded; therefore, no device history record review can be done. The hospital did not provide any additional information. Follow up has been requested to be done by the sales rep to gain more information for the serial number, patient identification, surgeon name and contact information. Customer letter was not requested. There will be no product returned as the device was discarded at the hospital. (B)(4). Suture loop. Method: device not returned.